Manufacturer narrative:
Vyaire technician cleaned the ventilator, replaced driver, installed preventive maintenance kit and calibrated the unit. Ventilator passed all performance check and no problem found.

Event description:
The customer reported that their 3100a ventilator was involved in an incident while ventilating on a patient, they removed the ventilator and suctioned the patient. When they reconnected the ventilator to the patient, the unit would not start. The ventilator pressurized and started when the stopper was in circuit; they reconnect it to the patient and the ventilator did not start. No patient harm was reported.